Event description:
(B)(4). It was reported that following a coronary artery treatment procedure, the patient expired. The target lesion was a bifurcated lesion located in the proximal left anterior descending artery with 90% stenosis and was 32mm long with a reference vessel diameter of 3.25 mm. The physician treated the lesion with pre-dilation and implanting a 3.0 x 38 mm taxus liberte stent. Following post-dilatation there was 0% residual stenosis and timi 3 flow. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient was admitted with worsening abdominal pain, nausea, vomiting and fever. The patient was found to have an abdominal wall abscess requiring incision and drainage. Post-operatively, the patient remained on mechanical ventilator. The patient refused further treatment and was transferred to a hospice facility where she expired.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).